Manufacturer narrative:
The product associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. Investigation met both accuracy and repeatability criteria. The returned monitor met functional and thermistor testing requirements during investigation. The manufacturing records for lot 355401 (per distributor the last lot shipped to patient self tester) were reviewed. The lot met specifications and no non-conformances were documented. Impedance curve analysis was performed to determine if the curve exhibited a weak slope change. The impedance curve analysis associated with this case exhibited multiple abnormal slope changes. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with abnormal slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to weak slope change impedance curves. The patient had cancer. CAPA (B)(4)has identified cancer as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these conditions. Further investigation into impedance curve with a weak-slope change is being performed under CAPA (B)(4).

Event description:
On (B)(6) 2015, one of the alere technical service reps contacted the distributor, (B)(4), to research the location of monitor with sn: (B)(4). The distributor's records indicate that this monitor was placed with a new patient ((B)(6)) on (B)(6) 2014. This patient self tester requested to exit the program on (B)(6) 2015 since her husband was unhappy that the inratio results were different from the lab and that the physician felt this difference was unacceptable. The patient never spoke with (B)(4) patient outreach or notified anyone of this concern until exiting. On (B)(6) 2015 the husband provided the discrepancies between inratio and the lab (correlation 1 and 2 below) but was unable to provide dates of the two correlations.. He was only able to state that both correlations occurred 'earlier this year'. Both correlations were on same box of test strips, lot# was unavailable. The alleged variance between the inratio inr results in comparison to the lab inr results were as follows: (B)(6). Patient self tester was scheduled to be testing every 7 days but was only reporting results once a month.

Manufacturer narrative:
On (B)(6) 2015, the distributor informed alere that lot #355401 (listed in the initial medwatch report) was the previous shipment of strips shipped to the patient self tester on 10/21/2014. Later the same day, the distributor informed alere that lot #355824 was the last shipment of strips shipped to the patient self tested on (B)(6) 2014. Investigation/conclusion: a review of the entire in-house testing histories for lots 355401 and 355824 was conducted. Both lots were found to be performing within expectations. A review of the manufacturing records for lots 355401 and 355824 did not uncover any relevant non-conformances for either lot. Both lots meet release specification. The impedance curves associated with the customer's results were statistically analyzed. The impedance curves associated with the results of 1.8 from (B)(6) 2014 and 2.1 from (B)(6) 2015 were determined to have abnormalities in shape. The impedance curve associated with the result of 2.6 from (B)(6) 2014 exhibited a weak slope change. (B)(4) has determined that impedance curves with abnormal shape and weak slope changes may cause discrepant results. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. The customer had a history of cancer. (B)(4) has identified cancer as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these conditions. (B)(4) identified impedance curves with weak slopes and abnormalities as potentially leading to discrepant inr values. Further investigation is being performed under internal(B)(4) for this issue.